Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: open heart surgery no complications.

Manufacturer narrative:
Eval summary: visual inspection under 30x magnification indicates "j" stiffener wire has fractured at the weld side and approx 12mm proxiaml of the weld site. The proximal section of "j" stiffener wire measures approx 75mm and has migrated down lead body approx 27mm proximal of the weld site. It appears that the entire "j" stiffener wire was rec'd with all recorded measurements add up to approx 87mm.